Event description:
It was reported that following an ercp (endoscopic retrograde cholangiopancreatography) procedure in (B)(6) 2023, the patient experienced a vre (vancomycin resistant enterococci) infection and later passed away. No additional information was available.